Event description:
It was reported that the "insulin on board" calculation (the amount of efficacy remaining following the administration of an insulin bolus) was inaccurate.

Manufacturer narrative:
The pump was returned to animas for eval. Eval has not been completed.